Event description:
It was reported that, "revision surgery for loose stem. When implant was removed it was found to be broken in the stem portion of the implant followed with a tradition hip revision procedure."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.